Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin delivery stopped and that he received a button error alarm. He stated that he was not able to continue his bolus. The blood glucose reading was 300 mg/dl in the morning and customer stated that he was able to treat for it. He stated that he had dropped the insulin pump about 3 months prior. The blood glucose reading at the time of the report was 202 mg/dl. Customer treated with manual injection. Nothing further was reported.